Event description:
Related manufacturer reference number: 1627487-2022-03051. It was reported that the patients ipg and left side extension were explanted on an unknown date due to an infection. The infection was treated and has since resolved. A new ipg and extension were implanted on (B)(6) 2022.

Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. The infection was treated and has since resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.